Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 530pm. The patient reported obtaining a blood glucose result of "204 mg/dl" with the subject meter. The patient manages his diabetes with an insulin pump (type not specified). It is not known if the patient made changes to his usual diabetes management routine. About 45 minutes after the alleged issue, the patient claims he "passed out." Emergency medical services (ems) was contacted. The patient allegedly obtained a blood glucose result of "below 30 mg/dl" with the ems meter. A health care professional (hcp) administered the patient intravenous (IV) glucose as treatment. Ems took the patient to the emergency room (ER) for observations and was given food while at the ER. The patient was later discharged that same day. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through a control solution test. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. The patient obtained a blood glucose result "below 30 mg/dl" on the ems meter and was treated by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.